Event description:
Customer reported that the insulin pump returned a no delivery alarm during bolus. Customer changed the set and received an additional no delivery alarm during manual priming. Customer was able to get insulin to exit the tubing during troubleshooting. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.